Event description:
Additional information received reported that the patient was previously scheduled for a catheter revision on (B)(6) 2020, which was cancelled due to the patient being positive for covid. The patient was re-scheduled for today (B)(6) 2021 for catheter revision and pump replacement. Today the pump pocket was swollen and enlarged, same as it was back on (B)(6) 2020 during the catheter dye study. Today when the surgeon opened the pump pocket it immediately began to drain brownish thin liquid with no smell. The fluid was sent off for cultures. 1000 mls of brownish fluid was removed/suctioned from the pump pocket. The surgeon believes that the fluid is from an old hematoma. The surgeon then removed the pump and pouch so he could examine the pocket tissue. The tissue in the pocket was also brown in color. The brown pocket tissue was scrapped away and irrigated out with antibiotic fluid. The surgeon decided not to replace the pump or catheter at this time. The existing catheter was tied off and the empty pump pocket was closed with a jp drain in place. The surgeon plans on letting the patient heal and then bring him back to implant a new catheter and pump using a new pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n154398010, implanted: (B)(6) 2008, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n154398010 serial# implanted: 2008-(B)(6)explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump was discarded and will not be returned. It was reported that the fluid that was negative showing no growth.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n154398010, implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 8 mg/day) and bupivacaine (10 mg/ml at 4 mg/day) via an implantable infusion pump. It was reported that the patient presented to the clinic for a refill on (B)(6) 2020 and the nurse noticed that the pump pocket was swollen and the pump was "protruding out of the patient's left abdomen." The patient noted it had been that way for a few days. There were no changes to their symptoms or therapy. The site was tender to the touch. The doctor ordered the pump to be turned to minimum rate and it was not refilled. The patient was sent for a CT scan which showed fluid in the pocket. A catheter access port study was completed the next day where the catheter was unable to be aspirated. The hcp also aspirated 2ml of dark brownish fluid from the pump pocket. The pump was kept at minimum rate and the patient was scheduled for a catheter revision. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.